Event description:
Additional information received indicated a conductor fracture was suspected to be the cause of the event.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During a remote follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.